Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the catheter was broken and embedded in the coil. The target lesion was located in the pelvic artery. A 135/20 renegade¿ hi-flo¿ kit was selected for use. During the procedure, when the catheter was pulled out from the patient's body, it was noticed that the tip of the catheter broke off and was embedded in the non-bsc coils. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
The device was returned for evaluation. The hub, shaft and tip were microscopically examined. The device was found stretched 50cm from the proximal tip and the tip was also noted to be damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the tip of the catheter was broken and embedded in the coil. The target lesion was located in the pelvic artery. A 135/20 renegade hi-flo kit was selected for use. During the procedure, when the catheter was pulled out from the patient's body, it was noticed that the tip of the catheter broke off and was embedded in the non-bsc coils. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.